Event description:
It was additionally reported that a right heart catheterization (rhc) was performed, and it confirmed no problems with the left ventricular assist device (lvad). The diagnosis was nephropathy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was numerical variation observed, the pump parameters were unstable, after dialysis. Log files were submitted fo review and captured no unusual events.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section g2: report source corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device .problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Log files were requested for review, but it was communicated that the facility deleted the files and would not submit them. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's blood pressure decreased and pulsatility index (pi) fluctuated. Dialysis was discontinued and the patient condition was "fine". Renal dysfunction has been previously reported for this patient under MFR #: 2916596-2025-04017.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that there was numerical variation observed, and the pump parameters were unstable after dialysis. Log files were requested for review, but it was communicated that the facility deleted the files and would not submit them. It was communicated that the patient¿s blood pressure decreased and pulsatility index fluctuated; dialysis treatment was discontinued, and the patient condition was fine. It was additionally reported that a right heart catheterization was performed, which confirmed no problems with the patient's left ventricular assist device. The diagnosis was reported as nephropathy. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they reportedly expired. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events, including renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.